Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial anteriolateral right ventricular (rv) lead exhibited no capture, an alert for a sudden spike and high and undefined impedance; undersensing and no sensing at low voltage settings. The epicardial rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.